Event description:
A report was received that during the permanent implant procedure, the patient experienced chest pain. The patient was prescribed with nitroglycerin and other undisclosed medications. The patient stayed in the hospital overnight for observation. It was believed that the patient had a heartburn. The physician did not believe that the event was device related and unknown if procedure related. The patient was reportedly doing well.

Event description:
A report was received that during the permanent implant procedure, the patient experienced chest pain. The patient was prescribed with nitroglycerin and other undisclosed medications. The patient stayed in the hospital overnight for observation. It was believed that the patient had a heartburn. The physician did not believe that the event was device related and unknown if procedure related. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the physician did not believe that the event was procedure related.